Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power without a low battery or replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated that power events had occurred. There was no damage observed to the battery compartment or cap. The battery cap attached to the pump with no issues and the pump powered on appropriately. The pump was exercised for 24 hours without power issues being duplicated. The pump cover was removed and no internal damage or defects were observed. The complaint was verified in the pump history but was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.